Event description:
It was reported that the spinal cord stimulator paddle lead migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.